Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and other chronic/intractable pain (trunk/limbs). It was reported that there was an unsuccessful reprogramming session with the manufacturer representative. The manufacturer representative tried to change programs but couldn¿t. The date of this session is unknown. There were no patient symptoms reported. Additional information has been requested regarding the root cause and actions/interventions taken to resolve the issue, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information received from a manufacturer's representative (rep) reported the patient was programmed at a low setting. It was noted the patient had lost her patient programmer (pp) and then recently found it, but during the time that she did not have the pp, she had been charging her implant and using her implantable neurostimulator recharger (insr) to turn stimulation on and off. It was noted the patient did not feel any difference in stimulation changes when she turned stimulation on and off with the insr. The patient did not see any error messages on the insr. The rep interrogated with a clinician programmer and reprogrammed and the issue resolved. Electrode impedances were tested. At 0.7 v all contact pairs showed >10,000 ohms. At 3.0 v, with a reference at 0, impedances were all greater than 10,000 ohms, with values ranging from 19,001 ohms to >40,000 ohms. X-rays on the lumbar and thoracic spine and the implantable neurostimulator (ins) were ordered for the patient. There were no recent medical procedures done and no fall or trauma after the 2010 device implant. Additional information received from the rep reported the only diagnostics that was ordered were x-rays for the lumbar and thoracic spine and the ins site. The doctor's office send a request for approval of the lumbar and thoracic x-rays.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.